Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices were evaluated in the field; no defects or malfunctions were found. There were no remedial actions taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events, where it was reported the unit tipped over. Two events had patient involvement, but there was no impact to the patients.